Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that when the system locked trajectory the tip stop point metric displayed abnormally. Site unlocked and relocked trajectory without resolution. Surgeon manually reset the depth and proceeded with the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
H2, correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version: 1.0.3, ubd: unknown, UDI#: unknown fdd code updated to a0908. Fdc code d18 added for the already reported software analysis. Fdr code c19 added for the already reported system servicing. Imf code updated to f26 and f1908. Img codes g02008 and g0200803 added. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.